Manufacturer narrative:
Concomitant medical products: cook standard guide wire, boston scientific laser fiber, terumo guide wire, flexible cystoscope. (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, a patient had a universa firm ureteral stent placed (B)(6) 2019. On (B)(6) 2019, the physician attempted removal of the stent with flexible cystoscopy and local anesthesia and was unsuccessful. Later that same day, the patient underwent general anesthesia laser removal of encrusted stent. The stent was removed after an extended period of time. No additional consequences to the patient have been reported as occurring. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Additional information. Investigation evaluation: reviews of complaint history, device history record, manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "the universa® firm stents must not remain indwelling more than twelve (12) months. The universa® soft stents must not remain indwelling more than six (6) months. If the patient¿s status permits, the stent may be replaced with a new stent." "These stents are not intended as permanent indwelling devices." "Tether should be removed if stent is to remain indwelling longer than 14 days." "Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered." "Individual variations of interaction between stents and the urinary system are unpredictable." "Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage." The device is supplied with instructions for use which includes cautions which refer to monitoring for stent encrustation and that individual variations of interaction between stents and the urinary system are unpredictable. A clinical assessment of the complaint was carried out which was inconclusive; however, the most probable contributing factors of this event are human anatomy/disease state related. The clinical assessment also stated that the fact that stents are in the urinary tract already predisposes the device to urine¿s elements. Ureteral stent encrustation is a known inherent risk of the device. The rate and severity of encrustation is influenced by many factors. The cause of the complaint is attributable to encrustation a known inherent risk of the device. The complaint was confirmed based on the customers testimony. A review of production processes, quality inspection documentation and the device history records did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.